Manufacturer narrative:
The actual device involved in the event has been inspected in date march the 12th, 2024 by distributor's authorized technician. The technician found the device working properly within specification. Following the initial reported information, an update has been requested to the clinic via the distributor, (B)(4). In date march the 18th, 2024 the distributor reported to us the following: the patient has been discharged form the hospital with pharmacological prescriptions only. Her parameters were stable, and the cough completely gone. The patient will be follow-upped by the hospital once a week. For what concerns the treatment, the images recorded by the esi (elesta smart interface) cannot be used effectively to determine the root cause of the event due to the fact that they have been taken all on the same plane. That said, it is possible to assume that the tip of the fiber and needle has diverted in a position very close to the trachea causing the lesion to the patient. Moreover, due to the fact that no images on different plains are available, is not possible to accurately determine the distance between the fiber's point of insertion and the trachea. This made us possible to suspect that the safety distance has not been maintained on the transverse plane in reference to the one visualized. Moreover, it is possible to consider, also, the cough of the patient during the treatment as a possible contributory factor of the event. The distributor also reported to us that the same physician suspects that the most probable cause is that the applicators were too close to the trachea. The present report has to be considered as a final report unless FDA has further questions.

Event description:
In date march the 8th 2024 we receive a communication from (B)(4) (world wide distributor) of an adverse event in which a patient developed a lesion on the trachea following a laser treatment with the medical device echolaser x4. In the narrative provided is reported the following: the event took place in date february the 23rd 2024 where the patient was treated for a benign nodule in the thyroid. In date (B)(6) 2024 the patient went to the ER complaining of a heavy cough. A CT scan has been performed to the patient and found a trachea lesion of about 1,5cm that can be reconducted to the laser treatment. The physician reported that during the treatment the patient coughed heavily that required the repositioning of the fibers and needles. After that the treatment went on with a first irradiation of 1800j per fiber followed by a pullback that was stopped prematurely due to smoke coming out from the patient's nose. A bronchoscopy and an rx exam has been performed on the patient but no lesion has been found at the time. Treatment has been performed on the patient, with 2 fibers, locally anesthetized. No pain was recorded by the patient during treatment. The patient has been hospitalized at the same place where the treatment was performed ((B)(6)) and do not present any voice changes, problems to swallow nor fever but the cough is still present. As additional information it is reported that the physician used an esaote mylab echograph to guide the needles and fibers and, despite being able, have not used the echolaser smart interface (manufactured by elesta spa) that was connected but not used.